Event description:
The customer tested his blood glucose three times and received the following results;88, 44, and 44 mg/dl. The difference between the readings of 88 and 44 mg/dl falls in the "c" zone, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation,and replacement strips will be sent.